Event description:
It was reported that during a laparoscopic total hysterectomy procedure the error message "replace the instrument" appeared on the instrument. They changed the scissors of the same lot, but appeared the same output message on the generator. In both cases, during the cleaning operations the blade of the active tool broke up. Bipolar scissors were used to complete procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.